Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of hair in the device packaging.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was opened during a mid-urethral sling procedure performed on (B)(6) 2023, for the treatment of stress urinary incontinence. Upon opening the device during the preparation, it was noticed that there was a hair inside the sterile pouch. There was no damage noted on the packaging, and the sterile seals were intact. The procedure was completed with another solyx sis system device. There were no reported patient complications as a result of this event.